Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with asystole of less than two seconds observed. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition with asystole of less than two seconds observed. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received that the pacing inhibition observed on the stored episodes reviewed by the boston scientific field representative was less than two seconds but the representative believed there may be other stored episodes with longer pacing inhibition. In addition, it was noted that the patient is pace therapy dependent and had episodes of syncope. No additional adverse patient effects were reported.